Event description:
It was reported that the quick bolus/wake button on a pump was difficult to press, making the device hard to control. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to try pressing techniques, but the issue persisted. As a result, the decision was made to replace the pump, and a replacement pump was provided to ensure continuous insulin delivery. The customer was informed and necessary arrangements were made for the return of the problematic device.